Manufacturer narrative:
02-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Strings fray, pull away, pull, snap off, leakguard braid unraveled [device breakage] yellow crusty stuff on the cotton, tampon strings long [device physical property issue] tampon strings long, would just trim them [wrong technique in device usage process] consumer sent e-mail stating the strings frayed and pulled all the way up to the tampons, and started to unravel the leakguard braid. She stated she opened a whole tampon, and saw yellow crusty stuff on the cotton. No injury was reported. Follow-up e-mail: the consumer reported she trimmed the tampon strings because they were long, but the strings would continuously pull and snap off when removing the tampons. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating the strings frayed and pulled all the way up to the tampons, and started to unravel the leakguard braid. She stated she opened a whole tampon, and saw yellow crusty stuff on the cotton. No injury was reported. Follow-up e-mail: the consumer reported she trimmed the tampon strings because they were long, but the strings would continuously pull and snap off when removing the tampons. No injury was reported.